Event description:
Information received from the filed indicates that the patient presented to the clinic after falling down a few days previous. The bipolar capture threshold was 6.5 v. Unipolar capture was 0.75 v. Unipolar impedance was 276 ohms. The device was programmed to the unipolar configura- tion.